Event description:
It was reported that a skin irritation causing pain, itchiness, redness, inflammation, and looked infected had occurred while wearing the pod between 1 and 4 hours on the buttocks. No impact on the patient¿s glucose levels were reported. Symptoms began 2 hours into usage. The patient was already in the hospital (klinikum leverkusen) when the issue began on (B)(6) 2026, the patient was dischagrged on (B)(6) 2026. As treatment, the pod was removed by the doctor and a cream was applied. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.